Event description:
It was reported that the 9800 system locks up intermittently and the collimator closes, also brakes on system were squeaking. No pt injury was reported.

Manufacturer narrative:
A ge service rep preformed an on site investigation. The break pads were replaced and the breaks cleaned and adjusted during the service call. The reported issue is currently under investigation. A follow up report will be filed when add'l details become available.